Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was fracture on the right ventricular (rv) lead. There was also high impedance and over-sensing on the lead. The lead was capped and left in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert,and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(4)-2015, ventricular sensing integrity counts up to 1010; ventricular tachycardia (vt)-nonsustained episodes with evidence of lead noise oversensing. On (B)(4)-2015, rv pacing impedance measured 4047 ohms after a stable trend. Rv lead integrity warning occurred on (B)(4)-2015 for sensing integrity counter and 2 or more high rate non-sustained tachycardia episodes.